Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The issue was confirmed onsite, and the philip¿s service engineer ultimately replaced the ebox and echonav cabling and components to resolve their immediate issue. The investigation confirmed no trouble was found with the returned e-box. However, the echonav cabling and components could not be obtained for further failure analysis. The system has returned to service with no similar issues reported post repair.

Event description:
It was reported that a customer¿s epiq cvxi ultrasound system shutdown multiple times during an unknown procedure in the cathlab. The system was rebooted multiple times in an attempt to regain functionality. The user decided to exchange the ultrasound system to complete the procedure. There was no patient or user harm associated with this event. The system¿s e-box and entire echonav components and cabling were replaced in the system to resolve the immediate issue. Philips has started an investigation and upon completion a follow-up report will be submitted.

Manufacturer narrative:
It was initially reported that the system shutdown multiple times, but further review indicates that the system froze or became unresponsive. As such, as a result, a correction report is being submitted.